Event description:
The account alleged the side rail composer switch has been damaged and bare metal wires are exposed. No pt impact.

Manufacturer narrative:
The account was not aware on how the damaged happened to the side rail composer switch. No further information is available on the repair of the bed at this time.